Event description:
Broncho saline by blairex, 240 ml: have sent 19 cans to date to this pt. Approx 8 cans have malfunctioned by not spraying. This occurs from the first attempt to use. Pharmacy called the MFR and was told, "always keep canister upright and never shake". This is unrealistic as these canisters are "violated" in shipping, as well as the overhwelming tendency of user to shake aerosol type canisters. There also appears to be no warning on canister. Event has occurred in february and march of 1999.